Manufacturer narrative:
A trial patient experiencing cramping was reported to abbott. The trial ended and the leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Manufacturer report reference number: 1627487-2021-00900. It was reported that the patient experienced cramping and a trial lead replacement. The patient had the trial leads placed but after the procedure the patient complained of cramping on the right side. The physician decided to bring the patient back in to replace the right trial lead, which resolved the issue. It is unknown which lead was replaced, therefore both leads are being reported on.